Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The incision was enlarged and the lens was removed whole. The injector model was unknown. The cartridge model that was used was a mtc60c fp. The facility was unable to provide the injector and cartridge lot numbers.